Event description:
Customer reported experiencing an occlusion alarm, which occurred multiple times, impacting their insulin delivery system. There was no adverse impact to the customer's blood glucose level, as levels did not exceed critical thresholds. To resolve the issue, the customer changed their infusion set and cartridge and resumed insulin therapy.